Event description:
It was reported that the external pulse generator had a broken front and rear case and was missing its metal retainer. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment that its case was broken and the metal retainer was missing. Analysis did find that the upper case and battery drawer were broken, one side bail and one ring were missing, that the serial number label was damaged and that it needed a battery drawer-ring. (B)(4).